Event description:
A customer reported an issue with the incorrect time setting on their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised monitoring the situation, with a follow-up if the time discrepancy reoccurred. The customer understood and acknowledged the instructions.